Event description:
It was reported to philips that the motorized geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was completed by restarting the system. Customer reported to philips that the motorized geometry movements were unavailable. The review of system logfiles showed longitudinal position slip error. The philips field service engineer (fse) could not replicate the issue onsite. However, the fse has cleaned the flexarm ceiling rails. System functioned as intended. The issue was reoccurred on another day. To resolve the issue, in another case, the fse has replaced the potentiometer and ran table height calibrations, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a motorized geometry issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A motorized geometry issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.